Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously underwent a lead revision procedure. A few days later the right ventricular lead exhibited high impedance and a sensing issue was noted. On (B)(6) 2018 the patient presented for a lead revision procedure. During the procedure the right atrial lead and right ventricular leads were intentionally inserted into the opposite ports. The physician noted the patient's implantable cardioverter defibrillator had a header anomaly which caused the impedance and sensing issue. The device was explanted and the chronic leads were connected to a newly implanted device. The patient was stable throughout.

Event description:
New information received noted the implantable cardioverter defibrillator exhibited noise.

Manufacturer narrative:
Analysis was normal. No anomalies were found.